Event description:
This complaint is a priming error.

Manufacturer narrative:
The lab eval indicated that the complaint of a priming error was not confirmed, but that the broken pump case and broken pivot point was confirmed. No pt is involved. Broken cassett door pivot point.